Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen. Date of issue and sensor insertion is an approximation. The patient reported she was walking around the store and became disoriented and unable to answer questions by the staff. Emergency medical services (ems) was called and her bg was in the 20s mg/dl. Intravenous (IV) therapy was started and when she was able, she drank some juice. At the time of contact, the patient was in stable condition. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.